Manufacturer narrative:
The reported event, a sticky trigger with run-on, was not confirmed. A sticky device trigger was found, but there was no sign of run-on. A sticky trigger can result in run on if it is stuck in the activated position. The trigger assembly was corroded, causing the reported sticky trigger. The device was repaired and returned to the customer.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.